Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk. This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this pacemaker exhibited intermittent oversensing in the right atrial (ra) lead channel, leading to false atrial tachy response (atr) episodes. Additionally, during a review of the recorded events, technical services noticed a pacemaker mediated tachycardia event caused by an atrial tachycardia. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
This report is being submitted to provide additional information on describe event or problem (b5), in section b, adverse event/product problem and to correct the initial reporter first name (e1) in section e, initial reporter. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk. This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this pacemaker exhibited intermittent oversensing in the right atrial (ra) lead channel, leading to false atrial tachy response (atr) episodes. Additionally, during a review of the recorded events, technical services noticed a pacemaker mediated tachycardia event caused by an atrial tachycardia. No adverse patient effects were reported. This system remains in service. Additional information was received, follow up with cardiology was recommended. This system remains in service. No adverse patient effects were reported.